Event description:
It was reported that the pump displayed error 1872. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be intact. Functional testing was able to duplicate the reported problem. It was determined that the blocked engine was the root cause. The engine was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.